Event description:
It was reported that the patient experienced inadequate stimulation. All device components were explanted and were not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: exact date unknown, event occurred in 2014. Explant date: 2014. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 14069577.